Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Cue health field application specialist reporting on behalf of customer. Customer reported a "high rate of false positives" where different users receive a mix of positive and negative results over a short one-to-two-hour window. The customer did not provide additional information such as frequency, cartridge lot, cartridge serial number, reader serial number, test dates, or patient information.